Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was because the pt's ins will not charge. Pt confirmed that it has been longer than a month since she last recharged the ins. The patient also stated that the issue started a few years ago. Patient indicates that her device hasn¿t worked for years, physician left device implanted in case patient had pain, patient indicating has pain and is looking to restart the therapy. The patient reported that they could not get the implantable neurostimulator to work or charge. The implantable neurostimulator was replaced to resolve the issue.